Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb), and uploaded the latest software revision to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator generated a "vent inop" alarm, and stopped cycling. There was no patient involvement.

Manufacturer narrative:
(B)(4). One breath delivery (bd) printed circuit board (pcb) was reported for investigation. A visual inspection was performed, and no anomalies were observed. The bd pcb was attached to the failure investigation test ventilator for analysis, and powered. The ventilator passed power on self-test (post) without errors being recorded in the diagnostic logs tests and calibration were performed without any errors or alarms being generated. The test ventilator was set into ventilation mode for 24 hours without error or alarms. The customer reported malfunction was not verified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.